Manufacturer narrative:
(B)(4). Note: this report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
It was reported that the patient recently had an issue with recharging and now his device would stopped charging. The device was in an overdischarge condition and could not get it out of it. His device was replaced. The patient recovered without sequelae.